Event description:
After a month of implantation, this lead was explanted due to an infection.

Manufacturer narrative:
(B)(4)the analysis from the manufacturer is pending.

Manufacturer narrative:
(B)(4).

Event description:
After a month of implantation, this lead was explanted due to an infection.